Event description:
The patient reported irritation at midline incision site. The physician added a tension relief loop at the site.

Manufacturer narrative:
The pt is reportedly doing well. This is the final report.